Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited impedance anomaly which caused polarity switch. The lead was reprogrammed and would continue to be monitored.